Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-nov-2019 with the following findings: the complaint regarding the power issue was reported to have started on (B)(6) 2019; according to the pump history the pump was in use until 02-aug-2019. The black box contains dates from 25-jul-2019 to 02-aug-2019 with no evidence of power loss or rebooting. The battery cap was returned with the pump. A test cap was used for all testing. During testing, the pump powered on and was exercised for 12 hours with no power loss occurring. The complaint of a power issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.